Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Blood sugar over 1000mg/dl [blood glucose increased]. Levemir flextouch button not able to depress due to not changing the needle [device issue]. Reusing the novofine needle on levemir flextouch [multiple use of single-use product]. Low blood sugar [blood glucose decreased]. Case description: this serious spontaneous case from the united states was reported by a consumer as "diabetic ketoacidosis" with an unspecified onset date, "blood sugar over 1000mg/dl" with an unspecified onset date, "levemir flextouch button not able to depress due to not changing the needle" with an unspecified onset date, "reusing the novofine needle on levemir flextouch" with an unspecified onset date, "low blood sugar" beginning on (B)(6) 2018, and concerned a (B)(6) years old male patient who was treated with levemir flextouch (insulin detemir) from unknown start date due to "type 2 diabetes mellitus" (unknown dose and frequency), novofine (30g) (needle) from unknown start date due to "type 2 diabetes mellitus". Patient's height: 175 cm, patient's weight: (B)(6) kg. Patient's bmi: 25.47. Medical history included type 2 diabetes mellitus (duration not reported), blood clots. Concomitant products included - novolog flexpen (insulin aspart) solution for injection, 100 u/ml, gabapentin (gabapentin) treatment included - insulin(insulin). It was reported that the patient had been reusing the novofine 30g needles with levemir flextouch. They were never instructed to change the needles on the syringe. As a result, the push button on the levemir flex pens would not depress and the patient routinely experienced blood sugar readings over 1000mg/dl and was hospitalized 9 times due to diabetic ketoacidosis. The patient was unsure of what treatments were given but was kept in the hospital until blood sugars were stabilized (unknown date). The patient had symptoms of unable to see well due to the high blood sugars. The patient went to the emergency room on (B)(6) 2018 and was found to have a blood sugar over 1000mg/dl. He received an insulin shot in the stomach and when the blood sugar returned to 230mg/dl he was sent home. He woke up on (B)(6) 2018 with a blood sugar of 70mg/dl that he felt was too low and he corrected it by eating a snack. The patient was later instructed by the call centre on the appropriate use of the product. Action taken to levemir flextouch was reported as no change. Action taken to novofine (30g) was not reported. The outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "blood sugar over 1000mg/dl" was recovered. The outcome for the event "levemir flextouch button not able to depress due to not changing the needle" was not reported. The outcome for the event "reusing the novofine needle on levemir flextouch" was not reported. On (B)(6) 2018 the outcome for the event "low blood sugar" was recovered. Company comment: the reported events are listed. This single case does not change the safety profile of levemir flextouch.

Event description:
Case description: investigation results: levemir flextouch. Batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Investigation results: novofine 30g 100 needles. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Manufacturer's comments updated. Narrative updated accordingly. Manufacturer's comment/company comment: (B)(6) 2018: as the device novofine needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). As the device levemir flextouch has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case(B)(4). The reported events are listed. This single case does not change the safety profile of levemir (insulin detemir). Evaluation summary: investigation results: novofine® 30g 100 needles. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.